Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
The patient's father contacted animas alleging the patient has been having elevated blood glucose (bg) readings in the morning. The reporter claimed the patient obtained a high bg of 364 mg/dl on the morning of (B)(6) 2011 at 2:30am and tested positive for large ketones. The patient's father stated they corrected for the high bg with the pump. At 6:34am the patient's bg was down to 84mg/dl; however, she still tested positive for ketones. The patient was taken to the emergency room at noon where she remained on the pump and was treated via injections for the high bg. The reporter stated the patient was released from the ER at 6pm that evening. The patient's father was unable to confirm if the site/set were changed while in the ER. The patient's father also reported that on the morning of (B)(6) 2011 the patient obtained another elevated bg of 426mg/dl with moderate ketones. The patient took a correctional bolus via the pump and within 3 hours her bg came down to 250 mg/dl. At the time of troubleshooting, the patient's father reported that the patient last changed site/set on (B)(6) 2011. The reporter reviewed and confirmed pump's settings were correct. He also reviewed bolus/basal history in pump and confirmed it was also correct. The patient's father denied any issues with air bubbles or insulin leakage with cartridge or tubing. He also denied any site issues. At the time of the call, the reporter was advised by animas customer support that there was no indication of a mechanical problem with the pump. Although customer support was unable to find any mechanical problems with the subject pump, this complaint is being reported because the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions in the pump history that would indicate a pump malfunction. A review of the pump's suspend history indicated that the pump was suspended on (B)(6) 2011 at 1:00 pm and resumed on (B)(6) 2011 at 6:04 pm, and was again suspended on (B)(6) 2011 at 9:16 pm and resumed again on (B)(6) 2011 at 6:57 am. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.